Event description:
It was reported that the monopolar curved scissors instrument had excessive wear of the shaft, and no pieces fell into the pt. No add'l info was provided. No pt harm, adverse outcome or injury was reportd.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the distal end of main tube has a section ranging from 2 to 3 inches in length with light material removed all around the tube. The damaged areas are both parallel to the tube axis, and has a rougher surface finish than the rest of the tube. Based on the location and appearance, the damge was most likely cause by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received. Engineering also found the entire tube extension wall is broken at the base of the axial keys. As a result, the tube extension can be rotated 360 degrees. There are no pieces missing. The damage is most likely due to excessive side loading. Electrical continuity passed.